Event description:
It was reported that a pump was set to run 97 ml of fluid over 46 hours (2.1ml/hr) and when the patient returned to take off the pump, the nurse noticed there was still a significant amount of volume left in the infusion bag, and it was identified that there was still roughly 45 ml remaining of the 97 total ml, and the pump was beeping that the bag was empty. The patient was given a new cassette and pump. The product fault occurred during use in patient. There was no product contaminated or contain a biohazard or chemotherapeutic agent. The device was used within 46 hours, there was delay in therapy, and no patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.